Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 5.0mmx40mmx135cm (4f) and a 4.0mmx100mmx135cm (4f) sterling balloon catheters were advanced for dilatation consecutively. However, both balloons ruptured upon inflation. No patient complications were reported.